Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was displaying a battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient/reporter claimed the alleged issue began at approximately 7:15am on the same day she contacted lfs for assistance. The patient reported not being able to check her blood glucose that morning due to the meter¿s battery being so low. The patient reportedly manages her diabetes with lantus insulin 16 units every morning and continued with her normal insulin and ate breakfast as usual when the alleged issue occurred. The patient claimed that at approximately 11:30am that same morning, she developed symptoms of ¿feeling unwell, weak and just not like self.¿ despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the csr noted that the patient was using the subject device for the first time. The meter reportedly was charged but the issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.